Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on unknown date. Patient underwent revision procedures on (B)(6) 1982 and (B)(6) 1985 for unknown reasons. Subsequently, patient was revised on (B)(6) 1991 due to trochanteric fracture. It was further reported patient underwent revision procedures on (B)(6) 2002, (B)(6) 2004 and (B)(6) 2007 for unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2009 due to loosening of the cup. Additional information received reported that patient underwent revision procedure on (B)(6) 2009 due to loosening of a competitor cup, poly wear of an unknown liner, and osteolysis.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-00675 & 02784 / 02788).

Event description:
It was reported that patient underwent left total hip arthroplasty on unknown date. Patient underwent revision procedures on (B)(6) 1982 and (B)(6) 1985 for unknown reasons. Subsequently, patient was revised on (B)(6) 1991 due to trochanteric fracture. It was further reported patient underwent revision procedures on (B)(6) 2002, (B)(6) 2004 and (B)(6) 2007 for unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2009 due to loosening of the cup.